Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe that the issues encountered with the echelon device during the first firing led to the patient leak? Was a reoperation required? How was the leak addressed? Were any staple form issues noted during the course of patient care? What is the current patient status?

Event description:
It is alleged that the powered flex stopped the firing sequence immediately after the knife blade moved forward. A green cartridge was used and it was the first firing of the procedure. The surgeon said that the tissue was not particularly thick. The surgeon tried using the reverse switch but this did not work as there was no power. He used the manual reverse to get the knife blade back. The consultant opened a new powered gun and used a green reload and the firing sequence was completed. The patient had a leak post op. The surgeon didn¿t say whether it was related to the gun misfiring.

Manufacturer narrative:
(B)(4). Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4) date sent: 11/8/2017 d4: batch # p5687k. The analysis found that one ple60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60g cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received 10/26/17: the powered echelon flex did not fire properly on the first firing. Initially the surgeon said that the battery seemed to be completely dead. However, after speaking to him yesterday, he confirmed that the knife blade had advanced a small bit and then stopped. He is not sure why but said that it may have been due to the tissue being excessively thick. They opened a new device and completed the procedure as normal. They realized they had a leak within 24 hours of completing the procedure. The surgeon said that the leak appeared where the 2nd staple line was, and not at the join between the 1st and 2nd firing this would suggest that the leak had nothing to do with the first firing. He did say however that because the leak happened within 24 hours that it must be a technical issue with the device. After identifying the leak, they had to go back in and fix the issue using a t tube and drain the patient is still in hospital at this time. The surgeon has since completed a few more sleeves without incident. He is now using a gst black reload for the first firing and green reloads for the remainder additional information received 11/8/17: as of last friday, the patient was still in hospital. However, there is more going on with the patient than just the leak sustained during the sleeve gastrectomy. They fixed the leak and sent the patient home with a t -tube / drain the patient then came back to hospital with an abscess which was drained but also had an infection. Also, in the past the patient had been treated for ovarian cancer and had gone through chemotherapy treatment without going into much detail, I was informed that there may be some issues again in relation to this.